Event description:
Dr performed a shunt revision case today. He implanted a codman certas valve approximately 1.5 months ago. When he exposed the shunt today, he noticed there was a tear in the valve so it needed to be replaced. The catalog number is 828804pl and lot number is 5191473.